Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure (ess205) inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. The patient's medical history included insect bite nos on (B)(6) 2013, contusion (blunt force injury) on (B)(6) 2011, sideropenia on (B)(6) 2004, drug allergy (nolotil, amitriptyline, metamizole), nonsmoker and latex allergy. No history of surgeries. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced anxiety ("anxiety"), 2 years after insertion of essure (ess205). On (B)(6) 2006, the patient experienced alopecia ("alopecia"). On (B)(6) 2007, the patient experienced rotator cuff syndrome ("shoulder tendinitis"). On (B)(6) 2007, the patient experienced back pain ("lower back pain"), musculoskeletal pain ("musculoskeletal pain") and the first episode of neck pain ("cervical pain"). On (B)(6) 2008, the patient experienced breast mass ("breast lump"). On (B)(6) 2010, the patient experienced upper respiratory tract infection ("nonspecific acute upper respiratory tract infection"). On (B)(6) 2010, the patient experienced muscle contracture ("nonspecific muscle contracture") and the second episode of neck pain ("cervical pain"). On (B)(6) 2010, the patient experienced toothache ("toothache"). On (B)(6) 2011, the patient experienced migraine ("migraine/headache"). On (B)(6) 2012, the patient experienced the first episode of chest pain ("thoracic pain"). On (B)(6) 2012, the patient experienced syncope ("loss of consciousness (syncope)"). On (B)(6) 2012, the patient experienced the third episode of neck pain ("cervical pain"). On (B)(6) 2012, the patient experienced haematochezia ("blood in stool"), rectal haemorrhage ("rectorrhagia") and haemorrhoids ("haemorrhoids"). On (B)(6) 2012, the patient experienced skin lesion ("skin lesion") and urticaria ("non-specific urticaria"). On (B)(6) 2014, the patient experienced chronic sinusitis ("chronic sinusitis") and acute sinusitis ("acute sinusitis"). On (B)(6) 2014, the patient experienced tooth disorder ("teeth disease") and gingival disorder ("gum disease"). On (B)(6) 2015, the patient experienced sciatica ("lumbosciatica on right side"). On (B)(6) 2016, the patient experienced headache ("headaches"). On (B)(6) 2016, the patient experienced cystitis ("acute uncomplicated cystitis") and was found to have transaminases abnormal ("nonspecific abnormal transaminase levels in blood count"). On (B)(6) 2016, the patient experienced conjunctivitis ("nonspecific conjunctivitis"). On (B)(6)2016, the patient experienced abdominal pain upper ("epigastrium pain") and the second episode of chest pain ("thoracic pain"). On (B)(6) 2019, the patient experienced the fourth episode of neck pain ("cervical pain"), spinal pain ("spine pain") and arthralgia ("hip pain"). On (B)(6) 2019, the patient was found to have haemangioma ("angioma") and experienced amnesia ("memory loss") and dizziness ("dizziness"). On (B)(6) 2019, the patient experienced cervical dysplasia ("cervical intraepithelial neoplasia I, endocervical curettage negative"). On (B)(6) 2019, the patient experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2019, the patient experienced procedural pain ("prickling pain in area left iliac fossa and hypogastrium, discomfort upon deep palpation"), cervicitis ("chronic cervicitis") and haemorrhagic ovarian cyst ("a 2 cm haemorrhagic follicle aspirated with a 1cm one, both benign"). On (B)(6) 2019, the patient experienced post procedural haemorrhage ("mild vaginal bleeding"), dysuria ("symptoms of dysuria") and proctalgia ("anus pain"). On (B)(6)2020, the patient experienced cervical cyst ("nabothian cysts") and uterine polyp ("endometrial polyp in uterine fundus area"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), allergy to metals ("tested positive, allergic to metals and nickel"), hypersensitivity ("allergic reaction"), vaginal haemorrhage ("excessive vaginal bleeding"), swelling ("swelling"), fatigue ("tiredness"), urinary tract infection ("urinary tract infections"), loss of libido ("lack of sexual drive"), depression ("depression"), anger ("outbursts of anger"), muscle spasms ("hand cramps"), abdominal distension ("abdominal swelling"), irritable bowel syndrome ("irritable bowel syndrome") and coital bleeding ("bleeding during sexual intercourse"). The patient was treated with diazepam, diclofenac, levocabastine hydrochloride (bilina), paracetamol;tramadol hydrochloride (zaldiar) and surgery (laparoscopic total hysterectomy, bilateral salpingectomy with essure removal). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, allergy to metals, hypersensitivity, vaginal haemorrhage, swelling, headache, back pain, fatigue, alopecia, urinary tract infection, loss of libido, anxiety, depression, anger, abdominal pain upper, the last episode of chest pain, conjunctivitis, cystitis, muscle contracture, upper respiratory tract infection, skin lesion, urticaria, breast mass, musculoskeletal pain, sciatica, tooth disorder, gingival disorder, haematochezia, rectal haemorrhage, haemorrhoids, toothache, the last episode of neck pain, spinal pain, arthralgia, haemangioma, amnesia, dizziness, transaminases abnormal, rotator cuff syndrome, syncope, chronic sinusitis, acute sinusitis, cervical dysplasia, fibromyalgia, procedural pain, irritable bowel syndrome, post procedural haemorrhage, dysuria, proctalgia, cervicitis, haemorrhagic ovarian cyst, coital bleeding, cervical cyst and uterine polyp outcome was unknown and the muscle spasms and abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain upper, acute sinusitis, allergy to metals, alopecia, amnesia, anger, anxiety, arthralgia, back pain, breast mass, cervical cyst, cervical dysplasia, cervicitis, chronic sinusitis, coital bleeding, conjunctivitis, cystitis, depression, dizziness, dysuria, fatigue, fibromyalgia, gingival disorder, haemangioma, haematochezia, haemorrhagic ovarian cyst, haemorrhoids, headache, hypersensitivity, irritable bowel syndrome, loss of libido, migraine, muscle contracture, muscle spasms, musculoskeletal pain, pelvic pain, post procedural haemorrhage, procedural pain, proctalgia, rectal haemorrhage, rotator cuff syndrome, sciatica, skin lesion, spinal pain, swelling, syncope, tooth disorder, toothache, transaminases abnormal, upper respiratory tract infection, urinary tract infection, urticaria, uterine polyp, vaginal haemorrhage, the first episode of chest pain, the first episode of neck pain, the second episode of chest pain, the second episode of neck pain, the third episode of neck pain and the fourth episode of neck pain to be related to essure (ess205). The reporter commented: after insertion of the essure device on (B)(6) 2004 (date in medical records, in legal claim: 2005), the patient started presenting multiple symptoms. Laparoscopic uneventfully removal of essure with total hysterectomy and bilateral salpingectomy on (B)(6) 2019, there were two metallic devices (essure) inside both tubes. On (B)(6) 2019, check up visit after surgery. She reported improvement in regard to the abdominal swelling and hand cramps. She reported feeling prickling pain in areas of left iliac fossa and hypogastrium since surgery, symptoms of dysuria and anus pain as related (she does not know whether the latter is related to irritable bowel syndrome or fibromyalgia or not). Gynecologic surgery check-up on (B)(6) 2019, pathology result explained. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: positive to metals and nickel, mercury, chloride. Biopsy - on (B)(6) 2019: cervical intraepithelial neoplasia 1, endocervical curettage negative. C-reactive protein - in (B)(6) 2019: postoperative: 16. Gynaecological examination - on an unknown date: bleeding during sexual intercourse. Low-grade squamous intraepithelial lesion. Negative for human papillomavirus. Colposcopy : normal results. Type 3 transformation zone. Cervical mucus. Raised thin acetowhite area (grade 2) with dotting around the outside at 11 and 1 o¿clock (I took a biopsy sample at 11 o¿clock). Vagina is normal. Biopsy and endocervical curettage were ordered; on (B)(6) 2019: speculoscopy: external genitalia and vagina normal. Vaginal apex is healing. One stitch still visible. - bimanual palpation: soft and depressible abdomen, unspecified discomfort upon deep palpation, no rebound or guarding. No signs of peritoneal inflammation. Elastic vaginal apex.. Haemoglobin (g/dl) - in (B)(6) 2019: 10.7 g/dl. Laparoscopy - on (B)(6) 2019: total hysterectomy, bilateral salpingectomy. Adnexal cyst: 2 cm haemorrhagic follicle aspirated along with a 1 cm one, they were benign. Pathology test - on (B)(6) 2019: hysterectomy and bilateral salpingectomy sample: -cervix: findings compatible with low-grade intraepithelial dysplasia (low-grade squamous intraepithelial lesion), related to chronic cervicitis and nabothian cysts. -endometrium: secretory, no atypia. Endometrial polyp located in the uterine fundus area. -fallopian tubes: two metallic devices (essure) inside both tubes. Platelet count - in (B)(6) 2019: postoperative: 203000. Transaminases - on (B)(6) 2016: abnormal. Ultrasound scan - on (B)(6) 2016: breast lump check-up: two oval-shaped solid lumps in right breast, with well-defined outlines and good sound propagation. One is located in upper outer quadrant of breast, it measures 1 cm across maximum length. The other one is in inner midline, it measures 6.6 mm. Both remained stable since last assessment performed in 2009 and are compatible with fibroadenoma. A solid lump is observed in upper outer quadrant of left breast, with similar characteristics to those described above. A solid lump in mid-lower quadrants of left breast; it measures 6 mm. A biopsy was taken and the result is fibroadenoma. Axillary lymph nodes appear normal. No changes in comparison with the last test, dated (B)(6) 2015; on (B)(6) 2019: no fluid. Ovaries cannot be observed. Urine analysis - in (B)(6) 2019: postoperative: normal. White blood cell count - in (B)(6) 2019: postoperative: 9420. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 37-year-old female patient who had essure (ess205) inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation on (B)(6) 2004, insect bite nos on (B)(6) 2013, contusion (blunt force injury) on (B)(6) 2011, sideropenia on (B)(6) 2004, drug allergy (nolotil, amitriptyline (tryptizol), metamizole (amethamizole)), 2 pregnancies, 2 deliveries and latex allergy. No history of surgeries. Concurrent conditions included overweight and nonsmoker. Family history included esophagal and gastric cancer. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced anxiety ("anxiety"), 2 years after insertion of essure (ess205). In (B)(6) 2006, the patient experienced stomach pain ("stomach pain") and alopecia areata ("bald spots on the head"). On (B)(6) 2006, the patient experienced alopecia ("alopecia"). On (B)(6) 2007, the patient experienced rotator cuff syndrome ("shoulder tendinitis"). On (B)(6) 2007, the patient experienced back pain ("lower back pain"), musculoskeletal pain ("musculoskeletal pain") and the first episode of neck pain ("cervical pain"). On (B)(6) 2008, the patient experienced breast mass ("breast lump"). On (B)(6) 2010, the patient experienced upper respiratory tract infection ("nonspecific acute upper respiratory tract infection"). On (B)(6) 2010, the patient experienced muscle contracture ("nonspecific muscle contracture") and the second episode of neck pain ("cervical pain"). On (B)(6) 2010, the patient experienced toothache ("toothache"). On (B)(6) 2011, the patient experienced migraine("migraine/headache"). On (B)(6) 2012, the patient experienced the first episode of chest pain ("thoracic pain"). On (B)(6) 2012, the patient experienced syncope ("loss of consciousness (syncope)"). On (B)(6) 2012, the patient experienced the third episode of neck pain ("cervical pain"). On (B)(6) 2012, the patient experienced haematochezia ("blood in stool"), rectal haemorrhage ("rectorrhagia") and haemorrhoids ("haemorrhoids"). On (B)(6) 2012, the patient experienced skin lesion ("skin lesion") and urticaria ("non-specific urticaria"). On (B)(6) 2014, the patient experienced chronic sinusitis ("chronic sinusitis") and acute sinusitis ("acute sinusitis"). On (B)(6) 2014, the patient experienced tooth disorder ("teeth disease") and gingival disorder ("gum disease"). On (B)(6) 2015, the patient experienced sciatica ("lumbosciatica on right side"). On (B)(6) 2016, the patient experienced headache ("headaches"). On (B)(6) 2016, the patient experienced cystitis ("acute uncomplicated cystitis") and was found to have transaminases abnormal ("nonspecific abnormal transaminase levels in blood count"). On (B)(6) 2016, the patient experienced conjunctivitis ("nonspecific conjunctivitis"). In (B)(6) 2016, the patient experienced migraine with aura ("migraine with episodic aura"). On (B)(6) 2016, the patient experienced abdominal pain upper ("epigastrium pain") and the second episode of chest pain ("thoracic pain"). In (B)(6) 2018, the patient experienced menstruation delayed (¿in the last cycles some episode of amenorrhea of 2 months¿). On (B)(6) 2019, the patient experienced the fourth episode of neck pain ("cervical pain"), spinal pain ("spine pain") and arthralgia ("hip pain"). On (B)(6) 2019, the patient was found to have haemangioma of liver ("angioma / multiple focal liver lesions with typical characteristics of angiomas in MRI / hepatic hemangioma") and experienced amnesia ("memory loss") and dizziness ("dizziness"). On (B)(6) 2019, the patient experienced cervical dysplasia ("cervical intraepithelial neoplasia I, endocervical curettage negative"). On (B)(6) 2019, the patient experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2019, the patient experienced procedural pain ("prickling pain in area left iliac fossa and hypogastrium, discomfort upon deep palpation"), cervicitis ("chronic cervicitis") and haemorrhagic ovarian cyst ("a 2 cm haemorrhagic follicle aspirated with a 1cm one, both benign"). On (B)(6) 2019, the patient experienced post procedural haemorrhage ("mild vaginal bleeding"), dysuria ("symptoms of dysuria") and proctalgia ("anus pain"). In 2019, the patient experienced poor quality sleep (¿poor quality sleep¿), asthenia (¿very asthenic without justifiable cause¿) and mood altered (¿mood ups and downs¿). On (B)(6) 2020, the patient experienced cervical cyst ("nabothian cysts") and uterine polyp ("endometrial polyp in uterine fundus area"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), allergy to metals ("tested positive, allergic to metals and nickel"), hypersensitivity ("allergic reaction"), vaginal haemorrhage ("excessive vaginal bleeding"), swelling ("swelling"), fatigue ("tiredness"), urinary tract infection ("urinary tract infections"), loss of libido ("lack of sexual drive"), depression ("depression"), anger ("outbursts of anger"), muscle spasms ("hand cramps"), abdominal distension ("abdominal swelling"), irritable bowel syndrome ("irritable bowel syndrome"), coital bleeding ("bleeding during sexual intercourse") and dysmenorrhea ("dysmenorrhea that had not worsened with the essure"). The patient was treated with diazepam, diclofenac, levocabastine hydrochloride (bilina), paracetamol;tramadol hydrochloride (zaldiar), paracetamol 1g and prednisone and surgery (laparoscopic total hysterectomy, bilateral salpingectomy with essure removal). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, allergy to metals, hypersensitivity, vaginal haemorrhage, swelling, headache, back pain, fatigue, alopecia, urinary tract infection, loss of libido, anxiety, depression, anger, abdominal pain upper, the last episode of chest pain, conjunctivitis, cystitis, muscle contracture, upper respiratory tract infection, skin lesion, urticaria, breast mass, musculoskeletal pain, sciatica, tooth disorder, gingival disorder, haematochezia, rectal haemorrhage, haemorrhoids, toothache, the last episode of neck pain, spinal pain, arthralgia, haemangioma of liver, amnesia, dizziness, transaminases abnormal, rotator cuff syndrome, syncope, chronic sinusitis, acute sinusitis, cervical dysplasia, fibromyalgia, procedural pain, irritable bowel syndrome, post procedural haemorrhage, dysuria, proctalgia, cervicitis, haemorrhagic ovarian cyst, coital bleeding, cervical cyst, uterine polyp, migraine with aura, stomach pain, alopecia areata, menstruation delayed, poor quality sleep, asthenia, mood altered and dysmenorrhea outcome was unknown, the abdominal distension was resolving, and the muscle spasms was resolved. The reporter considered abdominal distension, abdominal pain upper, acute sinusitis, allergy to metals, alopecia, amnesia, anger, anxiety, arthralgia, back pain, breast mass, cervical cyst, cervical dysplasia, cervicitis, chronic sinusitis, coital bleeding, conjunctivitis, cystitis, depression, dizziness, dysuria, fatigue, fibromyalgia, gingival disorder, haemangioma of liver, haematochezia, haemorrhagic ovarian cyst, haemorrhoids, headache, hypersensitivity, irritable bowel syndrome, loss of libido, migraine, muscle contracture, muscle spasms, musculoskeletal pain, pelvic pain, post procedural haemorrhage, procedural pain, proctalgia, rectal haemorrhage, rotator cuff syndrome, sciatica, skin lesion, spinal pain, swelling, syncope, tooth disorder, toothache, transaminases abnormal, upper respiratory tract infection, urinary tract infection, urticaria, uterine polyp, vaginal haemorrhage, the first episode of chest pain, the first episode of neck pain, the second episode of chest pain, the second episode of neck pain, the third episode of neck pain and the fourth episode of neck pain, migraine with aura, stomach pain, alopecia areata, menstruation delayed, poor quality sleep, asthenia, mood altered and dysmenorrhea to be related to essure (ess205). The reporter commented: essure insertion without complications on (B)(6) 2004 (discrepancy noted: 2005 and (B)(6) 2005). (B)(6) 2012: went to ER after suffering syncope with secondary cranioencephalic injury. Cranioencephalic injury syncope at the right frontal and left facial level. (B)(6) 2015: slight increase in signal adjacent to both larger trochanters somewhat more striking on right side. Suggests mild trochanteritis. Refers pain in right gluteus irradiated by (artery) right internal mammary posterior region up to ankle, cervical pain radiating to msd, without metameric distribution, w/paresthesia in all fingers. Decrease overall strength msd 4/5 (elbow flexion and extension, wrist flexion and extension). (B)(6) 2016: inflamed external hemorrhoid, not thrombosed, external sphincter w/ good internal tone not explored for pain, no active bleeding. Hygienic measures avoid going to toilet for long time, diet rich in fiber and drink plenty of fluids. (B)(6) 2018: abdominopelvic study after administration of IV iodinated contrast. Multiple hepatic space occupying injuries compatible w/ hemangiomas referred to in previous study, largest being the one located in segments vi-vii-viii measuring appr. 12.5x7x9.5cm. Patent portal and suprahepatic. No dilation of bile duct, small aneurysm of appr. 4mm at origin of branch of splenic artery gallbladder, pancreas, spleen, adrenals, and kidneys without significant findings. No abdominopelvic adenopathies larger than cm, no free fluid or intra-abdominal collections, no loop dilation. Distended patient colon w/ little assessable content. (B)(6) 2019: laparoscopic uneventfully removal of essure w/ total hysterectomy and bilateral salpingectomy. (B)(6) 2019: improvement in regard to abdominal swelling and hand cramps, feeling prickling pain in areas of left illiac fossa and hypogastrium since surgery, symptoms of dysuria and anus pain as related (did not know whether the latter was related to irritable bowel syndrome or fibromyalgia or not). Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray ¿ on (B)(6) 2005: linear metal devices in the pelvis placed inside the tubes. On (B)(6) 2018: hepatic hemangioma. On (B)(6) 2018: meteorism, blood on some occasion from distal profile related to hemorrhoids. Lesions focal hepatic angiomas suggestive of angiomas, one large in right hepatic lobe measuring 12 x 10 cm. Hepatic angiomas (giant hemangioma in the right hepatic lobe). Multiple hepatic hemangiomas. On (B)(6) 2020: without evidence of essure remains. Allergy test - on an unknown date: positive to metals and nickel, mercury, chloride. Biopsy - on (B)(6) 2019: cervical intraepithelial neoplasia 1, endocervical curettage negative. Biopsy uterus ¿ on (B)(6) 2019: cervix (identified as "11 hours", biopsy): - low-grade squamous intraepithelial lesion. C-reactive protein - in october 2019: postoperative: 16. Gynaecological examination - on an unknown date: bleeding during sexual intercourse. Low-grade squamous intraepithelial lesion. Negative for human papillomavirus. Colposcopy: normal results. Type 3 transformation zone. Cervical mucus. Raised thin acetowhite area (grade 2) with dotting around the outside at 11 and 1 o¿clock (I took a biopsy sample at 11 o¿clock). Vagina is normal. Biopsy and endocervical curettage were ordered; on (B)(6) 2019: speculoscopy: external genitalia and vagina normal. Vaginal apex is healing. One stitch still visible. - bimanual palpation: soft and depressible abdomen, unspecified discomfort upon deep palpation, no rebound or guarding. No signs of peritoneal inflammation. Elastic vaginal apex. Haemoglobin (g/dl) - in october 2019: 10.7 g/dl. Histology ¿ on (B)(6) 2019: cervix: histological findings compatible with low-grade intraepithelial dysplasia (lsil), associated with chronic cervicitis and naboth cysts. Endometrium: endometrium with a secretory aspect, without atypia. Presence of endometrial polyp in the uterine fundus region. Fallopian tubes: presence of metallic devices (essure) inside both tubes. Hysterosalpingogram ¿ on (B)(6) 2005: tubes are not permeable. Imaging procedure ¿ on (B)(6) 2005: ultrasound confirming the correct placement of the devices. Laparoscopy - on (B)(6) 2019: total hysterectomy, bilateral salpingectomy. Adnexal cyst: 2 cm haemorrhagic follicle aspirated along with a 1 cm one, they were benign. Magnetic resonance imaging ¿ on (B)(6) 2015: full column MRI without contrast: c4-c7 cervicoarthrosis with greater changes in c5-c6 interspaces. Degenerative disc disease with posterior protrusion of the l5-s1 intervertebral disc. Small posterocentral annular fissure in this intervertebral disc. On (B)(6) 2019: hips MRI - findings: paramagnetic artifact caused by essures devices, no morphological alterations or signal alterations of the visualized bone structures are observed. Conclusion: slight increase in signal adjacent to both greater trochanters, something more striking on the right side. Suggested trochanteritis. Magnetic resonance imaging abdominal ¿ on (B)(6) 2016: presence of multiple focal liver lesions with typical characteristics of angiomas confirmed, the largest measures approximately 11 x 10 cm and was in the right lobe. Conclusion: focal liver lesions with typical characteristics of angiomas. Pathology test - on (B)(6) 2019: hysterectomy and bilateral salpingectomy sample: -cervix: findings compatible with low-grade intraepithelial dysplasia (low-grade squamous intraepithelial lesion), related to chronic cervicitis and nabothian cysts. -endometrium: secretory, no atypia. Endometrial polyp located in the uterine fundus area. -fallopian tubes: two metallic devices (essure) inside both tubes. Platelet count - in october 2019: postoperative: 203000. Transaminases - on (B)(6) 2016: abnormal. Ultrasound abdomen ¿ on (B)(6) 2016: focal liver lesions suggestive of angiomas, one large in lhd of 12 x 10 cm. Ultrasound scan - on (B)(6) 2016: breast lump check-up: two oval-shaped solid lumps in right breast, with well-defined outlines and good sound propagation. One is located in upper outer quadrant of breast, it measures 1 cm across maximum length. The other one is in inner midline, it measures 6.6 mm. Both remained stable since last assessment performed in 2009 and are compatible with fibroadenoma. A solid lump is observed in upper outer quadrant of left breast, with similar characteristics to those described above. A solid lump in mid-lower quadrants of left breast; it measures 6 mm. A biopsy was taken and the result is fibroadenoma. Axillary lymph nodes appear normal. No changes in comparison with the last test, dated (B)(6) 2015; on (B)(6) 2019: no fluid. Ovaries cannot be observed. Urine analysis - in october 2019: postoperative: normal. White blood cell count - in october 2019: postoperative: 9420. X-ray of pelvis and hip ¿ on (B)(6) 2019: no metallic remains are visualized. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: reporter¿s information was updated and new reporters added. Patient¿s information was provided and initials updated, and lab data added. Treatment medications paracetamol and prednisone were added. The event hemangioma was updated to hepatic hemangioma and hand cramps considered resolved. Furthermore, the events stomach pain, alopecia areata, migraine with aura, dysmenorrhea, menstruation delayed, poor quality sleep, asthenia and mood altered were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 37-year-old female patient who had essure (ess205) inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. The patient's medical history included insect bite nos on (B)(6) 2013, contusion (blunt force injury) on (B)(6) 2011, sideropenia on (B)(6) 2004, drug allergy (nolotil, amitriptyline, metamizole), nonsmoker and latex allergy. No history of surgeries. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced anxiety ("anxiety"), 2 years after insertion of essure (ess205). On (B)(6) 2006, the patient experienced alopecia ("alopecia"). On (B)(6) 2007, the patient experienced rotator cuff syndrome ("shoulder tendinitis"). On (B)(6) 2007, the patient experienced back pain ("lower back pain"), musculoskeletal pain ("musculoskeletal pain") and the first episode of neck pain ("cervical pain"). On (B)(6) 2008, the patient experienced breast mass ("breast lump"). On (B)(6) 2010, the patient experienced upper respiratory tract infection ("nonspecific acute upper respiratory tract infection"). On (B)(6) 2010, the patient experienced muscle contracture ("nonspecific muscle contracture") and the second episode of neck pain ("cervical pain"). On (B)(6) 2010, the patient experienced toothache ("toothache"). On (B)(6) 2011, the patient experienced migraine ("migraine/headache"). On (B)(6) 2012, the patient experienced the first episode of chest pain ("thoracic pain"). On (B)(6) 2012, the patient experienced syncope ("loss of consciousness (syncope)"). On (B)(6) 2012, the patient experienced the third episode of neck pain ("cervical pain"). On (B)(6) 2012, the patient experienced haematochezia ("blood in stool"), rectal haemorrhage ("rectorrhagia") and haemorrhoids ("haemorrhoids"). On (B)(6) 2012, the patient experienced skin lesion ("skin lesion") and urticaria ("non-specific urticaria"). On (B)(6) 2014, the patient experienced chronic sinusitis ("chronic sinusitis") and acute sinusitis ("acute sinusitis"). On (B)(6) 2014, the patient experienced tooth disorder ("teeth disease") and gingival disorder ("gum disease"). On (B)(6) 2015, the patient experienced sciatica ("lumbosciatica on right side"). On (B)(6) 2016, the patient experienced headache ("headaches"). On (B)(6) 2016, the patient experienced cystitis ("acute uncomplicated cystitis") and was found to have transaminases abnormal ("nonspecific abnormal transaminase levels in blood count"). On (B)(6) 2016, the patient experienced conjunctivitis ("nonspecific conjunctivitis"). On (B)(6) 2016, the patient experienced abdominal pain upper ("epigastrium pain") and the second episode of chest pain ("thoracic pain"). On (B)(6) 2019, the patient experienced the fourth episode of neck pain ("cervical pain"), spinal pain ("spine pain") and arthralgia ("hip pain"). On (B)(6) 2019, the patient was found to have haemangioma ("angioma") and experienced amnesia ("memory loss") and dizziness ("dizziness"). On (B)(6) 2019, the patient experienced cervical dysplasia ("cervical intraepithelial neoplasia I, endocervical curettage negative"). On (B)(6) 2019, the patient experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2019, the patient experienced procedural pain ("prickling pain in area left iliac fossa and hypogastrium, discomfort upon deep palpation"), cervicitis ("chronic cervicitis") and haemorrhagic ovarian cyst ("a 2 cm haemorrhagic follicle aspirated with a 1cm one, both benign"). On (B)(6) 2019, the patient experienced post procedural haemorrhage ("mild vaginal bleeding"), dysuria ("symptoms of dysuria") and proctalgia ("anus pain"). On (B)(6) 2020, the patient experienced cervical cyst ("nabothian cysts") and uterine polyp ("endometrial polyp in uterine fundus area"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), allergy to metals ("tested positive, allergic to metals and nickel"), hypersensitivity ("allergic reaction"), vaginal haemorrhage ("excessive vaginal bleeding"), swelling ("swelling"), fatigue ("tiredness"), urinary tract infection ("urinary tract infections"), loss of libido ("lack of sexual drive"), depression ("depression"), anger ("outbursts of anger"), muscle spasms ("hand cramps"), abdominal distension ("abdominal swelling"), irritable bowel syndrome ("irritable bowel syndrome") and coital bleeding ("bleeding during sexual intercourse"). The patient was treated with diazepam, diclofenac, levocabastine hydrochloride (bilina), paracetamol;tramadol hydrochloride (zaldiar) and surgery (laparoscopic total hysterectomy, bilateral salpingectomy with essure removal). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, allergy to metals, hypersensitivity, vaginal haemorrhage, swelling, headache, back pain, fatigue, alopecia, urinary tract infection, loss of libido, anxiety, depression, anger, abdominal pain upper, the last episode of chest pain, conjunctivitis, cystitis, muscle contracture, upper respiratory tract infection, skin lesion, urticaria, breast mass, musculoskeletal pain, sciatica, tooth disorder, gingival disorder, haematochezia, rectal haemorrhage, haemorrhoids, toothache, the last episode of neck pain, spinal pain, arthralgia, haemangioma, amnesia, dizziness, transaminases abnormal, rotator cuff syndrome, syncope, chronic sinusitis, acute sinusitis, cervical dysplasia, fibromyalgia, procedural pain, irritable bowel syndrome, post procedural haemorrhage, dysuria, proctalgia, cervicitis, haemorrhagic ovarian cyst, coital bleeding, cervical cyst and uterine polyp outcome was unknown and the muscle spasms and abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain upper, acute sinusitis, allergy to metals, alopecia, amnesia, anger, anxiety, arthralgia, back pain, breast mass, cervical cyst, cervical dysplasia, cervicitis, chronic sinusitis, coital bleeding, conjunctivitis, cystitis, depression, dizziness, dysuria, fatigue, fibromyalgia, gingival disorder, haemangioma, haematochezia, haemorrhagic ovarian cyst, haemorrhoids, headache, hypersensitivity, irritable bowel syndrome, loss of libido, migraine, muscle contracture, muscle spasms, musculoskeletal pain, pelvic pain, post procedural haemorrhage, procedural pain, proctalgia, rectal haemorrhage, rotator cuff syndrome, sciatica, skin lesion, spinal pain, swelling, syncope, tooth disorder, toothache, transaminases abnormal, upper respiratory tract infection, urinary tract infection, urticaria, uterine polyp, vaginal haemorrhage, the first episode of chest pain, the first episode of neck pain, the second episode of chest pain, the second episode of neck pain, the third episode of neck pain and the fourth episode of neck pain to be related to essure (ess205). The reporter commented: after insertion of the essure device on (B)(6) 2004 (date in medical records, in legal claim: 2005), the patient started presenting multiple symptoms. Laparoscopic uneventfully removal of essure with total hysterectomy and bilateral salpingectomy on (B)(6) 2019, there were two metallic devices (essure) inside both tubes. On (B)(6) 2019, check up visit after surgery. She reported improvement in regard to the abdominal swelling and hand cramps. She reported feeling prickling pain in areas of left iliac fossa and hypogastrium since surgery, symptoms of dysuria and anus pain as related (she does not know whether the latter is related to irritable bowel syndrome or fibromyalgia or not). Gynecologic surgery check-up on (B)(6) 2019, pathology result explained. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: positive to metals and nickel, mercury, chloride. Biopsy - on (B)(6) 2019: cervical intraepithelial neoplasia 1, endocervical curettage negative. C-reactive protein - in (B)(6) 2019: postoperative: 16. Gynaecological examination - on an unknown date: bleeding during sexual intercourse. Low-grade squamous intraepithelial lesion. Negative for human papillomavirus. Colposcopy : normal results. Type 3 transformation zone. Cervical mucus. Raised thin acetowhite area (grade 2) with dotting around the outside at 11 and 1 o¿clock (I took a biopsy sample at 11 o¿clock). Vagina is normal. Biopsy and endocervical curettage were ordered; on (B)(6) 2019: speculoscopy: external genitalia and vagina normal. Vaginal apex is healing. One stitch still visible. - bimanual palpation: soft and depressible abdomen, unspecified discomfort upon deep palpation, no rebound or guarding. No signs of peritoneal inflammation. Elastic vaginal apex.. Haemoglobin (g/dl) - in (B)(6) 2019: 10.7 g/dl. Laparoscopy - on (B)(6) 2019: total hysterectomy, bilateral salpingectomy. Adnexal cyst: 2 cm haemorrhagic follicle aspirated along with a 1 cm one, they were benign. Pathology test - on (B)(6) 2019: hysterectomy and bilateral salpingectomy sample: -cervix: findings compatible with low-grade intraepithelial dysplasia (low-grade squamous intraepithelial lesion), related to chronic cervicitis and nabothian cysts. -endometrium: secretory, no atypia. Endometrial polyp located in the uterine fundus area. -fallopian tubes: two metallic devices (essure) inside both tubes. Platelet count - in (B)(6) 2019: postoperative: 203000. Transaminases - on (B)(6) 2016: abnormal. Ultrasound scan - on (B)(6) 2016: breast lump check-up: two oval-shaped solid lumps in right breast, with well-defined outlines and good sound propagation. One is located in upper outer quadrant of breast, it measures 1 cm across maximum length. The other one is in inner midline, it measures 6.6 mm. Both remained stable since last assessment performed in 2009 and are compatible with fibroadenoma. A solid lump is observed in upper outer quadrant of left breast, with similar characteristics to those described above. A solid lump in mid-lower quadrants of left breast; it measures 6 mm. A biopsy was taken and the result is fibroadenoma. Axillary lymph nodes appear normal. No changes in comparison with the last test, dated (B)(6) 2015; on (B)(6) 2019: no fluid. Ovaries cannot be observed. Urine analysis - in (B)(6) 2019: postoperative: normal. White blood cell count - in (B)(6) 2019: postoperative: 9420. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.